Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that while the therapy switch was in the off position, the device would not turn off. Additionally, when the device was in the failing state, none of the button selections were responsive. There was no patient involvement.